Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-00818. The pt ((B)(6)) recently suffered a fall impacting her right hip and right arm. She is now experiencing aching and spasms in her arm and hand when the stimulation is on. In addition, the pt alleges that her hand contracts and aches after writing for a while when the stimulation is in use. Her level of pain relief has also reportedly diminished since implant of the lead. Finally, when walking the pt is said to experience buzzing sensations in both feet, up her spine and intermittently in her arm. There are no immediate plans for invasive intervention. The option of addressing this issue through reprogramming is available if deemed necessary.